Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a device used for spinal therapy. It was reported that the inserter was broken. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of origin is south korea. H3: product analysis: part 3499001, lot: em14e030 visual and microscopic examination confirmed the knob of the inserter has broken due to excessive force placed on the instrument during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.